Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not function. The bed was located at the account. There was no patient/user injury reported. This report was filled in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the universal television connector pins bent. Per the hill-rom user manual, warning: the patient position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound patient risk assessment and protocol to prevent personal injury. . A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unknown if the facility performed any other preventative maintenance on their beds. The technician replaced the power control board to resolve the issue. Based on this information, no further action is required.